Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening curved on the radius, yellow particles and weight to the specification. A visual and microscopic analysis was performed which identified a striated opening on the radius. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist with the use of some surgical tool.

Event description:
Healthcare professional reported left side "rupture" of a device during implant. Surgery was completed with a back-up device. The inner, silicone gel did touch the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is not applicable since the device was not implanted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture" of a device during implant. Surgery was completed with a back-up device. The inner, silicone gel did touch the patient.